Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, and prime and displacement tests. The pump received with stuck motor error alarm loop during bolus delivery. The pump was unable to perform the unexpected restart error, occlusion, and excessive no delivery test, or verify software alarm due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no cosmetic damage noted during physical inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had software issue alarm. The customer's blood glucose level was reported to be 108mg/dl. It was reported that the pump would be replaced and returned for analysis.